Event description:
Patient was in MRI scanner on thursday, (B)(6) 2014 for an MRI lumbar spine around 4pm. Patient did not experience any pain or discomfort during procedure. The very next day patient felt pain on the left flank area of her body and felt a blister in that area. Patient notified the radiology department on friday and was told to come back to the department for assessment or to go see he doctor if she was in pain. I notified patient on monday morning and she returned to our department monday afternoon to be assessed by our radiology nurse and our physician, dr. (B)(6). Our physician assessed the patient and treated her with silvadene cream for the thermal burn. We are not sure why the patient received a thermal burn. While questioning the patient she did say that she had rubbed bengay and tiger balm on her back prior to her MRI scan. I guess it could be possible that placing this ointment on the same area that we were scanning (lumbar spine area) could become an electrically conductive material. Patient was treated by our physician and left our department. The staff have now become aware that they should not allow patients with bengay or tiger balm in the MRI scanner. Patients will need to be asked to remove ointments that are placed in the area of interest that is being scanned for future exams.